Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient underwent mesh implantation in order to treat a rectocele, an enterocele, urinary incontinence, interstitial cystitis and abdominal pelvic pain. The patient underwent the concurrent procedures of a diagnostic laparoscopy with lysis of adhesions and implantation of the advantage fit system (boston scientific corp) during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced pain, erosion, urinary problems, bowel problems and vaginal scarring. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent a mesh revision/removal procedure on (B)(6) 2008 and on (B)(6) 2009 due to erosion, pain, recurrence, urinary problems, bowel problems and scarring. It was reported that the patient underwent mesh excision, revision of location of implantable pulse generator, cystoscopy, and excision of a small area of erosion with closure of vaginal skin on (B)(6) 2012. No additional information was provided. (B)(4) - urinary problems; bowel problems.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent mesh explants on (B)(6) 2009 and (B)(6) 2014. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced retention, frequency and interstitial cystitis. It was reported that patient underwent mesh removal on (B)(6) 2015 by dr. (B)(6) due to erosion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 8/1/2017. Patient codes: (B)(4) urinary tract infection, (B)(4)cystocele, (B)(4)vaginal itching, (B)(4)urgency. It was reported that following insertion the patient experienced urinary tract infection, cystocele, dyspareunia, vaginal itching and urinary urgency.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent a mesh revision/removal procedure on (B)(6) 2008 and on (B)(6) 2009 due to erosion, pain, recurrence, urinary & bowel problems and scarring. (B)(4).